Event description:
Boston scientific received information that this patient's battery status has been fluctuating which has caused some confusion. The last follow up appointment the battery status showed 2.5 years remaining and a magnet rate of 100 bpm. At the current follow up, the battery status showed 2.5 years remaining, and the magnet rate is at 90 bpm. Boston scientific technical services (ts) was consulted, and stated, go with the magnet rate at 90 bpm to determine longevity remaining, as it is more accurate of an indicator. To date, there have been no adverse patient effects noted.

Event description:
Additional information became available that this device was explanted and replaced.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.

Manufacturer narrative:
The device will not be returned it was sent home with the patient.